Event description:
It was reported that during a cholecystectomy procedure, pouch broke during use. Another device was used to complete the case. There were no adverse consequences to the pt. No device returning.